Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with 105 units. Also, there were no drips seen from the patient line. There was no impact to the customer's blood glucose level. The customer loaded a cartridge successfully.